Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose levels of approximately 20 mg/dl. The customer's blood glucose levels dropped during class, and the paramedics were called. The customer has vision problems, and can feel when her blood glucose levels are dropping. The customer also stated that she has been taking pain medication and muscle relaxers due to an accident she was involved in, and has been very stressed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.